Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with the co2 detector. The customer states that a kangaroo co2 detector with bellows was used during a dobhoff tube placement. The co2 detector did not indicate that the tube was in the lungs. A chest x-ray was done to confirm placement. The cxr showed in the lung with perforation and pneumothorax requiring chest tube placement. The family elected to have the dobhoff tube placed.

Manufacturer narrative:
Submit date: 02/04/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to an occluded port where the oxygen is detected. This may be due to the molding process. A formula corrective and preventative action was implemented as a result. A quality alert was generated to notify manufacturing personnel. This complaint will be used for tracking and trending purposes.